Event description:
During a procedure of recanalization of the central vein, a perforation occurred. This resulted in hemothorax and subsequent death of the pt. The adverse event was not reported by the physician to the MFR because the perforation was not linked to a device failure. The MFR learnt of this event through another physician during a casual discussion at a conference. No further info was received from the hosp regarding the incident or the device used in the procedure. The device was not returned to the MFR for eval. Information is insufficient to determine the exact reason of this incident. Perforation is a known adverse event of the procedure.

Manufacturer narrative:
The adverse event was not reported by the physician to the MFR because the perforation was not linked to a device failure. The MFR learnt of this event through another physician during a casual discussion at a conference. No further info was received from the hospital regarding the incident or the device used in the procedure. The device was not returned to the MFR for eval. Info is insufficient to determine the exact reason of this incident. Perforation is a known adverse event of the procedure.